Event description:
A 3.0mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in a patient with no issue reported; however, it was reported that approximately 3 weeks post implant, ventricular fibrillation (vf) was confirmed. The patient was transported to hospital, cardiopulmonary resuscitation was performed; however, the patient died. The physician confirmed that the cause of death was vf.

Manufacturer narrative:
(B) (4): evaluation results: (root cause cannot be determined), (death).